Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 7.5; lab: 6.6; mean: 7.1; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Confidence limits cannot be calculated. The first set of readings is considered accurate based on "area outside the acceptance region" table. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results are as follows: date 2007; inratio 7.5 lab 6.6.